Event description:
Revision surgery - insert was worn out. Doctor and hospital does not have prior surgery info.

Manufacturer narrative:
Very little info received. Encore will continue to research this complaint and will submit a follow-up report when additional info is received.